Event description:
The complaint states that no readings/ sensor error/ brief sensor issue was reported. Data was provided for investigation. The allegation was not confirmed via data. The probable cause could not be determined via data.

Manufacturer narrative:
Cmpl-(B)(4)